Event description:
Customer reported the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined no repair was required. System operates as intended.